Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading(dc-dc code 7 and limit),indicating possible device malfunction.the electivce replacement indicator was no,ruling out generator battery end of life as a likely cause of the high lead impedance test result.lead break is suspected.revision surgery is planned.no adverse event was reported in conjunction with the high lead impedance condition.